Event description:
The manufacturer representative (rep) and patient reported that therapy stopped due to a power on reset (por). The patient reported that they still felt stim that they could not shut off. They were unable to clear with the patient programmer. They were unable to troubleshoot with the clinician programmer but could not troubleshoot due to lack of access to the product. The stim would not turn off. The patient stated that the implant battery was complete dead the day prior to the report and went to recharge the implant battery. After charging the implant they went to turn the implant on with the programmer and got the por message. All of a sudden they got a "volt" like the implant was turned on, the implant was pulsing and could not turn it off at the time of the report. The stim sensation was not the normal pulsing and a very odd pulsing feeling. The por code could not be cleared. On (B)(6) 2016 the rep and patient reported that the patient felt a strong stimulation. The patient denied doing a physician recharge mode. It was stated that the patient's battery went empty and had charged their implant to full the night prior to the report, the por was seen but they used their patient programmer to turn stimulation on, then they felt a strong stimulation. The patient had charged their implant about seven days ago and had seen all the coupling bars. The clinician programmer was used and cleared the por message and matched up with the clinician programmer clock. Reviewed recharging statistics and confirmed that the patient was in overdischarge, physician mode recharge (pmr) was performed. The rep had programmed the patient to 0v and off, but the patient continued to feel stimulation. Residual stimulation was reviewed. The strong stimulation was in their back and sudden when the por had not been cleared. The patient was follow-up with their health care professional (hcp). Other relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.